Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6)) was implanted on (B)(6) 2024. During follow up examination on (B)(6) 2024, the lens appeared to be tilted. A secondary procedure was performed on (B)(6) 2024 to reposition the lens and perform a vitrectomy.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).